Event description:
It was reported that the patient experienced ¿sudden vision distortion¿ while using a vest apx system. The patient relayed that when they use the vest, ¿the device shakes so much it shakes their eyes¿. The patient also described the distortion as having an ¿indentation on the left side¿ when looking at something round, and when looking at the newspaper it ¿seems to have holes in it.¿ the patient also reported the distortion had not resolved. The patient notified their ¿retina specialist¿ and was advised they ¿thin retinas." The specialist advised the patient to discontinue use of the vest device. The patient also notified their pulmonologist, who advised the patient to continue use, but lower device settings. There was no report of a device malfunction. The patient has chosen to discontinue use of the device, and the device will be returned. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.